Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were less responsive. Customer stated that the insulin pump had unexplained no delivery alarms not due to site issues. Insulin pump screen had scratch and was faded. Insulin pump rewind was more than one. Insulin pump had a error message couple of times. Insulin pump was broken and cannot be repaired or replaced. There was sensor issues. No harm requiring medical intervention was reported. The device will not be returned for analysis.